Manufacturer narrative:
(B)(4). Technical services reviewed the device data. Normal shock impedance measurements were noted. The shock in treated episode 11 was based on st/t-wave oversensing. The ECG suggested svt at approximately 170 bpm prior to the shock, which was ineffective. The alternate sensing vector was programmed; r-wave morphology was changing from negative to biphasic and the st-segment was elevated to be oversensed intermittently. The captured s-ECG showed acceptable r-wave amplitudes and r/t ratios for alternate and secondary vectors. R-waves in the primary vector were too small. Engineering reviewed the treated and untreated episodes and simulated sensing if the smart pass feature was active. Smart pass was effective in mitigating the oversensing for episodes in the alternate vector, but not for those in the secondary vector. This information was provided to the field representative, with a reminder that smart pass was not available in this model, but would be in the next generation device. The patient was later seen in the clinic for troubleshooting. An exercise test was performed on a bike, where the patient's heart rate reached 175 bpm. No double counting or morphology changes were observed, the physician planned to consult with another colleague, but at this time was not planning an intervention. The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device was not returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while exercising on a bike. It was reported the patient had received an inappropriate shock in 2015 when the device was programmed to the secondary vector. At that time, the device was reprogrammed to alternate and the patient did not receive any more inappropriate therapy as long as they avoided sports and exercise; however, there were untreated episodes stored. The patient was to be seen again in the next week to evaluate device programming. The device data was submitted to technical services for review. No adverse patient effects were reported. Boston scientific received additional information that this device was later explanted and replaced with a new model s-ICD that included the smart pass feature, to help mitigate inappropriate shocks for this patient due to t-wave oversensing. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Technical services reviewed the device data. Normal shock impedance measurements were noted. The shock in treated episode 11 was based on st/t-wave oversensing. The ECG suggested svt at approximately 170 bpm prior to the shock, which was ineffective. The alternate sensing vector was programmed; r-wave morphology was changing from negative to biphasic and the st-segment was elevated to be oversensed intermittently. The captured s-ECG showed acceptable r-wave amplitudes and r/t ratios for alternate and secondary vectors. R-waves in the primary vector were too small. Engineering reviewed the treated and untreated episodes and simulated sensing if the smart pass feature was active. Smart pass was effective in mitigating the oversensing for episodes in the alternate vector, but not for those in the secondary vector. This information was provided to the field representative, with a reminder that smart pass was not available in this model, but would be in the next generation device. The patient was later seen in the clinic for troubleshooting. An exercise test was performed on a bike, where the patient's heart rate reached 175 bpm. No double counting or morphology changes were observed, the physician planned to consult with another colleague, but at this time was not planning an intervention. The device remains in service.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while exercising on a bike. It was reported the patient had received an inappropriate shock in 2015 when the device was programmed to the secondary vector. At that time, the device was reprogrammed to alternate and the patient did not receive any more inappropriate therapy as long as they avoided sports and exercise; however, there were untreated episodes stored. The patient was to be seen again in the next week to evaluate device programming. The device data was submitted to technical services for review. No adverse patient effects were reported.